Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va1v61l, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient also stated that the mdt representative stated that they wires were loose on (B)(6) 2019. It was further reported by the mdt rep that they did an impedance check and it was out of range on several electrodes. Patient had a replacement of the wires on (B)(6) 2019. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had not reported the issue to their doctor. The patient was acquiring if he should have stimulation off while driving his car because that is when he experienced the most surging from his stimulation. Patient services reviewed statement in labeling about driving and again redirected patient to their doctor. The patient also stated he might decide to leave implant off until seeing the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that he was driving the other day, stimulation was on low, and all of a sudden, stimulation got very painful and intense, like it was shocking. The patient stated it hurt like heck and kept going for 3-4 minutes. He got home and turned off the ins. He stated it was on and not shocking him during the time of the call. Furthermore, the patient noted he has not been getting good symptoms control. He stated at first, he had it on and he could hold his bladder and get a steady stream while urinating. It was noted that he turned it off for a couple days after being shocked, but stated it was back on and not shocking him. The patient wanted to change programs, when the patient sync with the patient programmer, it showed that the stimulation was off. They turned therapy on and the patient felt stimulation in the correct area. The patient was going to monitor symptoms and would follow up with their doctor if the issue did not resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Mdt representative stated that there was not wire loose and that the cause of the impedance was unknown. They are reported that patient had a new implant(ins and lead) on (B)(6). No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received.. Patient also stated that the mdt representative stated that they wires were loose on (B)(6) 2019. It was further reported by the mdt rep that they did an impedance check and it was out of range on several electrodes. Patient had a replacement of the wires on (B)(6) 2019. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the sudden stimulation and pain was unknown to patient, and that they were just driving in their car and it lasted for at least 2 minutes. No further complications were noted or anticipated.